Event description:
It was reported that after surgery the ulna plate broke. No delay, injury or back up reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event had already been reported under report no. 1020279-2018-02296.